Event description:
It was reported that the right ventricular (rv) lead alerted for increased pacing impedance beyond the threshold limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead exhibited high impedance. A fracture was suspected. The lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.